Event description:
Information was received indicating that a smiths medical pump was presenting with error code 45639. There was no patient present at the time of the event. There was no reported adverse events.

Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found it to be in excellent physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Unable to upload from ehl due to the constant error alarm code 45639. Device underwent functional power up, self test process, which had failed. This confirmed the reported customer complaint as a result of physical damage noticed on the main board. The problem source has been determined to be unknown.